Manufacturer narrative:
Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the implanted pericardial valve. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants.

Event description:
Product complaint report (B)(4). Edwards received notification that a valve model 3300tfx25mm was explanted from the aortic position after an implant duration of 4 years and 11 days due aortic stenosis and regurgitation. Through internal product evaluation was confirmed calcification and host tissue. A mechanical valve was implanted in replacement. This case involved a (B)(6) y-o patient on hemodialysis. The device was returned for evaluation. No other information was provided.